Event description:
Boston scientific received information that this left ventricular (lv) lead dislodged causing diaphragmatic stimulation. Surgical intervention was performed to reposition lead. No adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.